Event description:
It was reported that physician states he had 3 or 4 patients who appeared to have a pump that don't work properly. Physician will contact the patients to schedule a visit to his office or to get them in contact with patient liaison. No more information is available at the moment. Should additional information become available, a supplemental report will be submitted.